Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead exhibited noise and high capture threshold. The rv lead was explanted and replaced. The right atrial (ra) lead was also explanted because it was compromised during the procedure. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.